Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact. All the keys are intermittently responsive to user presses. The keypad cover was removed; contamination was present under all key contacts. Unrelated to the original complaint, the battery cap had stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, allegedly having difficulty with the buttons. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.